Manufacturer narrative:
The reported field event of t-wave oversensing was confirmed in the laboratory due to review of stored egm. The device was tested on the bench and in saline, and no anomalies were found.

Event description:
New information received states the device was explanted and replaced. The patient condition after the procedure was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a follow-up check-up, post-sensed t-wave oversensing was observed on the ventricular channel. New programming changes were recommended. No further information is available.